Event description:
It was reported that the health care professional (hcp) inquired on stored ventricular tachycardia (vt) episodes on this pacemaker that did not show atrial sense or pace markers. Technical services (ts) reviewed the stored episodes and determined it was approximately 5 minutes with no atrial activity. Ts explained that potentially is junctional vt episodes with no retrograde conduction. No adverse patient effects were reported. This pacemaker remains in service.